Event description:
The bed exit would arm but did not alarm. No injuries or incidents occurred. Troubleshot and found tape switches shorted, replaced tape switches checked all functions everything working correctly. Bed found in biomed shop. No injuries.